Event description:
Needle stylate, needle got jammed and sheath not retrieving inside scope.

Manufacturer narrative:
PMA/510(k) #k210476 investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Cancellation report is being submitted due to additional information received on 18-jan-2024. FDA MDR reporting not required: no reporting malfunction precedence exists for this complaint event for this product family. Low risk of failure mode indicates no potential for serious injury if the malfunction were to recur.

Manufacturer narrative:
PMA/510(k) # k210476. Cancellation report is being submitted due to additional information received on 18-jan-2024. FDA MDR reporting not required: no reporting malfunction precedence exists for this complaint event for this product family. Low risk of failure mode indicates no potential for serious injury if the malfunction were to recur.